Event description:
It was reported that a revision surgery took place and approximately ten days post-op to fix a loss in ac reduction. The pt complained of pain after a popping noise was heard. Fluro showed the buttons in place (against clavicle & inferior coracoid). According to the reporter, when the surgeon removed the implant, he noticed that all four strands of the fiberwire where cut in roughly the same location; mid to lower end of the construct. No bone fractures were noticed. The pt informed the surgeon that he was non compliant with the doctors protocol. No further pt information was provided at the time of this report of made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely causes of this type of event may be from nicking the suture with another instrument, sharp edges of bone tunnel and/or pt non-compliance with the post-op protocol. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional relevant information is obtained, a follow up report will be submitted.